Event description:
Caller states that during a proficiency test the coaguchek s system produced the following results: 2.0 inr (0.6 - 1.6 inr); 6.4 inr (0.7 - 5.6 inr). No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.